Manufacturer narrative:
.

Event description:
It was reported that the insulin pump needed a complete functional analysis. There was no known complaint and the customer's blood glucose level was not known. Nothing further reported.